Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that their ins was not charging fully and pt did not give an event date. Pt noted they didn't receive any eri or eos messages. Pt stated on the screen they saw a battery in the background and a smaller one in the front and it kept pushing and pushing and never stopped (ps did not understand what screen pt was describing but pt thought they may have been describing the neurostimulator recharging screen). Pt stated the last time they used their recharger they had the same problem as well. Pt confirmed that their recharger connected to their ins but it wasn't charging fully and it was taking longer to charge their ins. Pt stated it shouldn't take 15 hours for them to charge their ins to full. During the call pt confirmed no visible damages to the recharger antenna. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps reviewed eri and eos information with pt and that it was normal for the pt to recharge more often over time due to reduced charge capacity of ins. Ps advised pt to discuss with their hcp about possibly replacing their ins. Pt noted they had an appointment with their hcp on july 12th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022 reporting that the cause of the implant not fully charging was because they had to stop to do other things and didn't have enough time. Pt reported that if they wait until the implant is at 80% or 90% then it takes them less time to charge to 100%.